Manufacturer narrative:
Concomitant medical products: mcsp331aoaus transcatheter valve, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had recently been falling. The clinician observed episodes of pauses and noise with the right ventricular (rv) lead, however could not outright attribute to coincide with the episodes. Subsequent follow-up with the clinic revealed that the noise could not be reproduced with pocket manipulation and all impedance measurements were normal. Reprogramming changes have been performed with the rv lead, and the patient is being closely monitored. The lead remains in use. No further patient complications have been reported as a result of this event.